Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with "air alarm on channel a". This event may have been a false air-in-line alarm. According to the facility, it is unknown when or in which care area this event occurred. It is currently unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. However, multiple attempts have been made to contact the customer for additional information. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a colleague infusion pump with "air alarm on channel a" was confirmed but not duplicated during product evaluation. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.